Event description:
The customer reported that preview image became to display slowly, then error messages which indicated prompting re-boot were displayed. After restarting sys, the images previously taken was not saved. Retaking the image was required, resulting in unintended excessive radiation exposure.

Manufacturer narrative:
(B)(4).